Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort with the location of the ipg. The patient underwent revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively. The explanted ipg was discarded.